Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the freestyle libre 2 sensor and as a result, requiring medical intervention. No additional details were provided by the customer as call disconnected during troubleshooting and customer could no longer be reached. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Visual inspection performed on the sensor plug assembly and no failure modes observed. Sim vivo test was performed and all results were with in specification. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the freestyle libre 2 sensor and as a result, requiring medical intervention. No additional details were provided by the customer as call disconnected during troubleshooting and customer could no longer be reached. There was no report of death or permanent injury associated with this event.